Manufacturer narrative:
A review of the device history record was conducted for the reported lot number and revealed it was manufactured and released on 5/20/2021 to predetermined specifications. No anomalies were found during review of the records. The samples received for investigation were already activated. The exact root cause cannot be determined based on the samples received. A warning to the label for the customer to activate away from all people will be added to the device. Additionally, we will continue to monitor complaint trends for this type of incident.

Event description:
Customer report we are continuing having issues with the heel warmers. The heel warmers are already activated prior to use. I had 6 more brought into my office and one reportedly burst at the seam when a nurse activated it.